Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had priming and insulin dripped out fast. The customer¿s blood glucose level was 154 mg/dl. Customer stated insulin was squirting out during the manual prime process. Customer reported insulin continues to drip after letting go of the act button during the prime process. Customer stated drive support cap was normal. The insulin pump will not be returned for analysis.